Manufacturer narrative:
The reported used device was returned to conmed for evaluation. Visual inspection verified the reported complaint. The device's green cervical cup was deformed and fragmented along the distal outer edge on one side. The deformation had discoloration and potential unidentified foreign debris. As inferred from the complaint description, this defect was likely caused from contact with the harmonic scalpel during use. The complaint device performed as intended. A two-year complaint history review revealed no prior complaints for the issue of "melted" or "splintered". In that same timeframe, (B)(4) units have been sold worldwide. A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The instructions for use mitigate this issue by stating "in laparoscopic supracervical hysterectomy, avoid contact between vcare and dissecting instruments during uterine dissection and excision to avoid risk of patient injury. Damage to vcare, including rupture of the intrauterine balloon, may occur." This issue will continue to be monitored through the complaint system in order to assure patient safety.

Event description:
The user facility reported that a conmed vcare vaginal-cervical retractor elevator was used for a laparoscopic hysterectomy. When a harmonic scalpel was activated, the forward (cervical) cup was appeared to "melt" and four pieces came away into the surgical site. The surgeon completed the procedure and then retrieved the separated fragments using atraumatic graspers. The procedure was otherwise completed as planned with no patient injury and a five-minute surgical delay. This report is raised on the basis of potential for injury with recurrence.